Event description:
It was reported that approximately one week after implantation of a vena cava filter, the pt presented with bilateral pulmonary emboli and a left renal artery embolus. The filter was removed. The current pt status is unk.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfxa0415 for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported pulmonary embolism. Based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: precautions: in pts with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.